Event description:
The customer reported that their device would go directly into setup mode upon bootup. It was confirmed that the device would not have been able to be used on a patient, if needed with this symptom. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that the device would intermittently boot up into manual mode and none of the keypad would function. It was also observed that when the device would not boot into manual mode, it would boot into setup mode where the device would not be usable. Physio removed the user interface and system pcbs and the front case of the device and tested all of the parts separately; however physio was unable to determine the cause of the reported failure. After the parts were reinstalled, proper device operation was observed through functional and performance testing. The cause of the reported failure could not be determined. The device was returned to the customer for use.